Event description:
It was reported that the device failed to convert the arrhythmia as it fell below the programmed settings. The arrhythmia self terminated and the device was reprogrammed to resolve the event. There was no malfunction alleged against the device and the device performed as expected based upon its programmed settings. The patient was in stable condition.